Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: supplier- (B)(4). Manufacturing date: february 13, 2018, part: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc, lot: h410239 (non-sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Certificate of compliance received from universal punch was reviewed and determined to be conforming. Inspection certificate supplied to universal punch from zapp (for raw material) was reviewed and determined to be conforming. Certificate of analysis supplied by ionbond was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Visual inspection: the stardrive screwdriver shaft/t4 50 mm/ self-retaining/hxc was received at us customer quality (cq) with the distal tip of the screwdriver twisted. The screwdriver does not appear to be broken however, the device is stripped. This is consistent with the reported complaint condition. Therefore, the complaint is confirmed. Dimensional inspection: dimensional analysis was not performed as relevant features are deformed due to post-manufacturing damage. Document/specification review: the following drawing(s) was reviewed; - star drive screwdriver shaft t4, self-retaining hex coupling relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and tip. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. Mre review: a manufacturing record evaluation (mre) was performed for the finished device lot number, and no non-conformance were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Conclusion: the complaint was confirmed for the t4 stardrive screwdriver shaft. The tip of the screwdriver was twisted. The damage to the device was limited to the distal tip. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the tip of the screwdriver shaft was twisted and broken. The customer had encountered the same issue with the product five times before, and the device had been replaced five times. The customer wants to know how durable the shaft is if there is no problem with the product quality and strength (for example, how many times the shaft can be used when used properly in surgeries). No further information is available. This report is for one (1) stardrive scrwdrvr shft/t4 50 mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).